Event description:
The device was applied during a hysterectomy procedure. Reportedly, the staples did not hold properly. The surgeon applied manual suture to complete the procedure. The hosp has reported that no pt injury occurred.